Manufacturer narrative:
The lot number was provided and a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Representative samples were received for evaluation. The manufacturing plant received one hundred packaged syringe samples and a complete investigation was performed. Visual inspection was conducted to the quality inspection standard. No visual issues were identified. Normal movement of the safety device was observed with each of the (B)(4) packaged syringe samples. Shield extend, shield retract, shield locking torque, shield/collar spin, and shield detach testing was performed on each of the (B)(4)packaged syringe samples. Shield extend force testing is conducted to evaluate the force required to move the shield into the unlocked transport position. The (B)(4) syringe samples passed the shield extend force test. Shield retract force testing is conducted to evaluate the force required to move the shield from the unlocked transport position to expose the needle for injection. Two of the syringe samples demonstrated retract forces less than 0.2 lb., indicating an unlocked shield could be retracted with a force load less than specified. Based on the classification of defects, the shield retract forces met the statistical requirements for the acceptance of product for the one hundred syringe samples. Shield locking torque and shield/collar spin torque testing is conducted to evaluate the force required to lock the safety device and then the additional force required to continue to rotate the shield either by forcing the shield detents over the collar or rotating the collar on the barrel tridents. The one hundred syringe samples passed the shield locking torque and shield/collar spin torque test. The shield detach force testing is conducted to evaluate the force required to remove either the shield or the shield and the collar

Event description:
From the syringe. The (B)(4) syringes passed the shield detach force test. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since the reported issue could not be confirmed of the shield retracting while in the locked position, a root cause analysis could not be conducted. The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield defects by the syringe assembly process: (B)(4) maintains material verification processes. Resin must pass a certification review and incoming inspection prior to release for production by the manufacturing department. The molding process is validated and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. Inspection of molded components is conducted on a periodic basis to ensure molded components meet the requirements defined in the quality inspection standard. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machines. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The assembly machine the product is manufactured on is equipped with a vision system which inspects for missing, inverted, and bent cannula to ensure the cannula are within specified limits. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly. During the assembly of this product, inspectors routinely test samples for shield retract force, shield extend force, shield-locking torque, shield/collar spin force, shield detach and shield compression force. The test results are reviewed for each shop order prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The safety mechanisms will deactivate if you do not pull the shield all the way up and twist it. The instructions for use of the safety syringe are on the back of each unit box which state, immediately following injection, extend shield forward fully until click is heard. Then lock safety shield by twisting in either direction until you feel the positive stop and hear the audible snap. Based on the existing controls and the device history record indicating the sampling and product specification requirements were met; additional correction and / or containment activities of product are not required at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be used for trending and tracking purpose.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a safety syringe. The customer reports the lpn went into the resident's room, washed her hands, applied gloves and then gave the insulin injection. The customer states the lpn then pulled down the safety sleeve and turned it until she heard a click. While disposing of the syringe in a biohazard container, she felt a prick and noted her finger was bleeding. The customer reports the lpn noticed tip of the needle was sticking out of the safety sleeve. The needle stick was to the middle finger on her left hand. Blood work was ordered and a drug screen for (B)(6).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.